Event description:
The customer reported that she may have given herself extra insulin when she screwed in the reservoir in the reservoir compartment after the priming process was complete. The customer blood glucose reading at time of the call was 400 mg/dl. The customer checked her glucose level and it dropped to 330 mg/dl fifteen minutes later. Had customer treat for the unk amount of insulin by drinking a glass of juice. The customer called back and stated that her glucose level went from 280 mg/dl to 174 mg/dl. Paramedics were called and by the time they arrived the customer's blood glucose was 203 mg/dl. The customer declined medical attention. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.